Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and battery cap threads. Unable to verify low battery alarms, weak battery alarms, battery out limit alarms, or keypad anomaly due to a blank display. The device had a button keypad assembly that was inspected and no anomalies were noted. The device had a cracked case at the display window corners and scratched lcd window. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.